Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were bd micro-fine¿ u-40 insulin syringes with missing caps. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (10) 1cc, 12.7mm, 29g u40 insulin syringes in a sealed poly bag from lot # 7135814. Customer states that the caps are missing. The returned poly bag was examined and exhibited 2 syringes with a missing shield in the sealed poly bag, exposing the cannula. A review of the device history record was completed for batch# 7135814. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200700954] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (missing shield). Investigation conclusion: possible root cause is likely during the auto packaging operation that the shield could catch on the outside of the carton and when the product tamp station presses the air out of the bags the shield could be removed exposing the cannula. This would likely proceed through the system undetected unless it was detected during hourly visual inspections for missing components. Manufacturing has not taken additional steps for detection of this defect at this time. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that there were bd micro-fine¿ u-40 insulin syringes with missing caps. There was no report of exposure, serious injury or medical intervention.